Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's blood glucose was in the 500 mg/dl range due to frequent no delivery alarms and motor errors. Troubleshooting did not occur. The insulin pump was not returned for analysis.